Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the uplink functional tests were out of specification; the rf (radio frequency) head cable found out of electrical specification. It is noted the cable jacket was damaged. Analysis also found the rf head label is missing backing and the lens in the upper case is cracked. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.